Event description:
"Three months after a spinal fusion began to experience severe shocking sensation form the fusion stimulator. They lasted up to 5 minutes. Pt was unable to move during this shocking. It felt like the unit was shorting across spine."